Event description:
The customer reported that on (B)(6) 2011 falsely elevated complement 4 (c4) results were generated on a unicel dxc 600 synchron system for one patient. The root cause of this event is considered to be sample related. Beckman coulter inc. Assessment of customer supplied data indicated that a full panel of chemistry results were generated for the patient involved in this event, however no other chemistries were questioned. The falsely elevated complement 4 (c4) results were reported outside the laboratory. There was no death, serious injury or change to patient treatment associated or attributed to this event. No system errors were noted and the customer indicated instrument chemistry quality control results were acceptable during the timeframe of the event. The sample was a serum sample. No patient specific information, instrument/chemistry calibration results or additional sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site as the issue appeared to be an isolated sample-specific issue. A definitive root cause for this event has not been determined to date.